Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg replacement procedure (reference MFR. Report: 1627487-2018-05643), the physician noted an infection with pus discharge at the ipg site. The infection was confirmed via cultures. As such, the entire system was explanted. The patient's ipg site was thereafter drained a few times. In addition, oral antibiotics were prescribed to treat the infection. The patient is reportedly doing well.